Manufacturer narrative:
Follow-up #1: date of submission 06/10/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was cracked from the case seal to the cap. A leak test showed a leak where the crack was located. The pump powered up with the appropriate audible and vibratory features. All the buttons responded properly. The pump was opened and no evidence of moisture was found inside the pump. The investigation was unable to verify the reported moisture ingress issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture corrosion was observed at the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.